Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had an issue at the site of a previous sensor. On or before (B)(6) 2025, the patient developed bleeding outside the sensor pod with swelling, and bruising. The area was painful. She consulted a doctor at the hospital on (B)(6) at 6:00 am. The health care professional (hcp) encouraged her to apply ice to the area and prescribed oral ibuprofen (unknown dosage) to ease the pain. No other medication was prescribed, and she returned home 3 hours later. The inflammation continued, and on (B)(6) 2025 diagnostic imaging (MRI) revealed a mass in the area. She alleged it was a ¿tumor¿ at the insertion site of the previous sensor and stated she did not take routine blood thinning medication. The size of the mass was not specified, and no diagnosis by an hcp was documented. On (B)(6) 2025, she was in good condition, and stated she no longer used the left arm for sensor placement with subsequent sensors. Although requested, no other details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - subcutaneous nodule.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On 09/10/2025, it was reported that the patient had an issue at the site of a previous sensor. On or before (B)(6) 2025, the patient developed bleeding outside the sensor pod with swelling, and bruising. The area was painful. She consulted a doctor at the hospital on (B)(6) 2025 at 6:00 am. The health care professional (hcp) encouraged her to apply ice to the area and prescribed oral ibuprofen (unknown dosage) to ease the pain. No other medication was prescribed, and she returned home 3 hours later. The inflammation continued, and on (B)(6) 2025 diagnostic imaging (MRI) revealed a mass in the area. She alleged it was a ¿tumor¿ at the insertion site of the previous sensor and stated she did not take routine blood thinning medication. The size of the mass was not specified, and no diagnosis by an hcp was documented. On (B)(6) 2025, she was in good condition, and stated she no longer used the left arm for sensor placement with subsequent sensors. Although requested, no other details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.